Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of balloon detached. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (snare).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon broke off from the catheter upon inflation in the bile duct. The physician retrieved the detached balloon from the patient with a snare. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.